Manufacturer narrative:
(B)(6). Three pictures were received for evaluation. During the analysis conducted, the back side of the pouch product could be observed. There were two pictures in which the asv was loose to the tubing set, however it was not possible appreciate the bonding condition. The complaint was not able to be confirmed.

Event description:
Information was received indicating that the smiths medical cadd administration set lines (cm7386) broke apart where the tubing meets the end of the line that attaches to the patient's line during therapy. There was no reported adverse event.